Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an undetected upstream occlusion during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h10: the device was received for evaluation. During evaluation, the device was able to successfully run a loaded set. The reported condition "undetected downstream occlusion" was verified. The cause of the condition was determined to be the out of specification downstream sensor reading. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.